Event description:
It was reported that during a hip procedure using a speedlock hip knotless fixation device, the suture broke upon tensioning. It was necessary to drill a new bone hole in order to complete the procedure using a backup device. There were no significant delays or patient complications reported as a result of this event.